Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified the following: cardboard carton and sleeve were damaged; the cardboard carton had a 4mm hole on the carton inner wall which extended through the cardboard carton and through to the outer wall of the carton; the blister pack has holes where the distal end of the stem has been forced through the wall; the tyvek lid and foams were intact with no damage applied. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product expected, not yet received.

Event description:
It was reported that the when the packaging of the taperloc stem was opened, the stem was sticking out of the package. No adverse events have been reported as a result of the malfunction.